Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced pain where their implantable neurostimulator (ins) is implanted. The patient stated that the pain had been slowly increasing over the past several years from a minor sensation to something that precludes sleep at night. Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. Additional information received from the consumer reported he was implanted with the stimulator above his right hip in 2005. Now, the patient had been experiencing tremendous pain in the area of the implant such that at times it was difficult to walk, to sit, or to lie in bed. The pain was like a hot spear being stabbed into the area of the stimulator. The patient had an office visit with the neurosurgeon the week following (B)(6) 2016 and wanted to make an inquiry to the manufacturer. The patient asked if the manufacturer had any patients who had a spinal cord stimulator implanted for more than 10 years with similar complaints. Relevant medical history included failed back surgery syndrome. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.